Event description:
The device was used during removal of a lesion. Reportedly, the sleeve disengaged from the body of the instrument. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/7/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.